Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported symptom. Review of the event history log confirmed the reported symptom. Further evaluation found that the upstream sensor had low fluid numbers. With low ultrasonic reading, the device is more susceptible to air-in-line and upstream occlusion alarms. The ultrasonic sensor was recalibrated.

Event description:
It was reported that a pump falsely alarmed upstream occlusion. It was also reported that there was no patient injury.